Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The first photo depicts the crosser catheter in which the tip of the catheter seems detached from the catheter. The second photo depicts the detached tip. Hence, based on the photo the reported detachment of device or device component can be confirmed. Therefore, the investigation is confirmed for the reported detachment of device or device component issue. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2021),

Event description:
It was reported that during a recanalization procedure, the device was allegedly had detached. There was no reported patient injury.

Event description:
It was reported that during recanalization procedure, the device allegedly had break. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Expiration date: 02/2023.